Event description:
It was reported to technical services on (B)(6) 2011 that there was a spike on this ra lead after the patient went into vf. Programming options were discussed with dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).